Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support and extracorporeal oxygenation membrane (ECMO). Shortly after start of the impella mcs, flow was noted to be sluggish to the distal extremity. Distal perfusion catheter was inserted in the unit. The patient continued on support for an additional 11 days before being escalated to an impella 5.5 using axillary and 8 millimmeter hemashield gold graft. Successfully the patient was also weaned from the ECMO and decannulated. The patient was on multiple pressers/inotropes, intubated and sent to the unit to recover. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿